Event description:
Device report from synthes (B)(4) reports an event from (B)(6) as follows: it was reported that during surgery on (B)(6) 2013, for the patient who had a fractured femur. The surgeon used a screw at the third bone particle with compression. However, the screw broke just beneath the screw head in the middle of compression. The surgeon fixed it using the locking screw with compression created to some extent. The screw fragment was retrieved and retained by the surgeon, the screw shaft remains in the patient. There was no delay by the screw breakage. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device was used for treatment, not diagnosis. Additional narrative: patient's age: (B)(6). Implant date: not implanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint issues were found. Placeholder.